Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2011-04267. The patient received her scs system on (B)(6) 2010. It was reported over the last month, the patient no longer had stimulation coverage in her back, but stimulation remained in her legs. In addition, discomfort was reported at the ipg pocket. Follow up attempts revealed a decision regarding the next course of action had not been made.